Event description:
Patient confirmed a shock was delivered, and gel was released from the therapy pads. The patient is alert and oriented. The patient received the shock when in the kitchen making a sandwich. The patient was standing, recognized the shock alert, but did not divert the shock in time. The patient stated being knocked down slightly, but not to the ground. The patient took the battery out of the monitor after the shock delivery and took off the garment. Customer support explained to the patient it's essential to keep the garment on, and walked the patient through a reboot process to get the episode onto carestation. The patient was advised to call 911 and go to hospital. It was determined later that he chose not to seek medical attention.